Event description:
It was reported that the ilet user experienced persistent hyperglycemia, administered an external subcutaneous insulin injection approximately 30¿45 minutes prior to calling customer care, paused but refused to disconnect the pump, and then insisted on unpausing the pump; the user reported a fingerstick glucose of 250 mg/dl after a meal and expressed frustration after changing supplies twice. Symptoms included hyperglycemia with a peak of 280 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of an external subcutaneous insulin injection. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified consistent with administering external insulin while connected to the ilet, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.